Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received by the manufacturer on sep 8, 2016. The subject device is currently undergoing investigation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the tip of the drill bit is broken off as complained. The remaining portion of the tip was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No definitive root cause was able to be determined as specific details were not provided. The exact cause cannot be determined, this complaint condition is likely a result of method of use. No indication for product related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. Product shows no visible traces of use. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness and core diameter near at the breakage were measured and fulfill the specifications. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4). Manufacturing date: august 14, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.8mm drill bit broke during an unknown surgical procedure on (B)(6) 2016. As the surgeon was drilling the plate hole for screw insertion, the bit broke with a portion of the device remaining embedded in the patient's bone. No attempts were made to retrieve the fragment. The procedure was continued and ultimately completed with a fifteen (15) minute delay. Concomitant device(s) reported: screw (part/lot: unknown / quantity: 1) and plate (part/lot: unknown / quantity: 1). This report is 1 of 1 for com-(B)(4).